Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, at the first firing of the stomach resection, the device had stopped firing at one centimeter short of the distal end. The staples were found to be malformed and have a u-shape. The incomplete staple line was fixed via double twisted suturing. The second firing of the device was successful. On the third firing to close the entry hole of the delta-shaped anastomosis, the device stopped halfway. The reload was changed and was tried to use to complete the staple line from the third firing however, the firing stopped after slight stapling and it was noted that the staples at the distal end were u-shaped. The entry hole was closed by manual suturing. There was no patient injury.